Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user unable to authenticate at the station. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user unable to authenticate at the station. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, that the user unable to authenticate at the station. A technical support specialist (tss) informed to the customer that issue is resolved in 1.7.3 updates 3 and 1.7.4 update 4. The fix will be automatically included in future releases of es and identified three potential workarounds, impacted user signed into a windows computer with their account, which was the recommended option as it didn¿t require information technology (it) involvement. Alternatively, user contacted it to manually unlock the account, even if it didn¿t appear locked. If those options failed, it was asked to reset the account. The system functioned as intended after the technical support specialist troubleshot the issue.